Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that after the pt had a upper back surgery and later had a herniated disc in their lower back on l4-l5, their device started not having any effect, no longer provided any relief and was turned off because the nerves were not sending the impulses due to their back. The caller was calling because the pt needed surgery on their lower back and needed an MRI of their head/brain and their lower back because their herniated disc was really bad and they were talking about replacing the entire joint. The agent reviewed MRI information. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller said they were considering device removal for the MRI.